Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient was admitted to due to neurological dysfunction to the stroke unit. The pump was working as expected and there were no pump related issues reported. A CT scan was done and a severe intracranial bleed was confirmed. The patient passed away (B)(6) 2021 due to stroke/ icb (intracranial bleeding). No autopsy was performed. The device was not explanted. The device will not be returned for evaluation.